Event description:
Additional information received reported that the event date was corrected to (B)(6)-2013 (formerly reported as (B)(6)-2013. It was reported that chest swelling had been observed during physical examination/palpation. It was reported that laboratory tests showed a slight increase in c reactive protein and no leukocytosis. The severity of the event was reported as ¿mild¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient developed seroma in the pocket and went to the emergency department for the aspiration. It was added that patient was hospitalized and was doing okay. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that interventions included a medication adjustment specifically antibiotics on (B)(6) 2013.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2013.